Event description:
Customer reported that she had an MRI done and she was wearing the insulin pump; she tried to take it off but it got stuck to the machine. Customer stated that the insulin pump went back to factory settings. The device passed the self test. Displacement test was being performed and the device alarmed motor error during rewind. Blood glucose value is 42 mg/dl; treated by eating. Customer uses the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, basic occlusion, occlusion, prime/a33 and the excessive no delivery test due to motor error alarm. The insulin pump has a small crack on the reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.